Event description:
It was reported, the patient is unable to communicate with or charge his ipg. Replacement charger and programmer were unable to resolve the issue. He is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.